Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Patient presented in dr. (B)(6)¿s clinic with a painful left knee on (B)(6) 2018. Patient has had persistent discomfort for a while and dr. (B)(6) had been monitoring her. Recently it got worse and dr. (B)(6) elected to perform and I&d possible poly exchange. Upon exposure to the joint dr. (B)(6) believed the knee to be infected and elected to explant primary implants that he had put in at (B)(6) on (B)(6) 2018. He then put in a antibiotic spacer. No components were loose and dr. (B)(6) did not indicate that he thought the implants did not perform. No instrumentation broke during surgery.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.